Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient on impella cp support had right lower extremity mottled but present doppler pulses in the dorsalis pedis. The next day the right foot was swollen, dusky and purplish but pulses via doppler. It is unknown what caused the mottled right lower extremity. The team believed it was from multiple pressors, which they were unable to wean. The patient remained on support for an additional two days. Weaning was successful. The device was explanted and the procedural outcome was the patient survived surgery.